Event description:
On (B)(6), 2011, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The device moved forward covering the brachiocephalic artery. The gore tri-lobe balloon catheter was unsuccessfully used to pull the device back. Then, the physician decided to use a coda balloon. The device was moved to a position distal enough that it was no longer covering the brachiocephalic artery. According to the physician, the device moved due to the patient anatomy; it had a distal narrowing which pushed device proximal during the deployment. There was no further patient sequelae. Further information and images will be provided.

Manufacturer narrative:
Further information and images were requested. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.